Manufacturer narrative:
This report is submitted on 10 july 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthesia to replace abutment and excise skin at abutment site on (B)(6) 2020.